Event description:
"Plaintiff was implanted on or about (B)(6) 2005" with the "perigee" graft to treat pelvic organ prolapse. It was alleged by the plaintiff's attorney that the "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that as a direct result of the product, plaintiff has suffered serious bodily injury and has suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.